Event description:
The customer initially reported that their device had its service indication illuminated. After an evaluation of the device by physio-control, it was observed that the device had logged multiple event codes and also was unable to charge defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed biphasic pcb assembly and determined that the cause of the reported failure was due to a shorted integrated circuit chip, designator u7.